Event description:
A surgeon reported that the infusion cannula did not properly connect to the trocar cannula during a vitrectomy procedure; the infusion cannula slipped out as the surgeon was entering the eye. The surgeon reported that he did not feel a "click" when connecting the cannulas, but was able to get them to hold together in order to complete the case. There was no harm to the pt.

Manufacturer narrative:
A sample has been rec'd but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).